Event description:
The patient felt his hips were weaker and not functioning as they should be. The patient's left leg and hip felt weaker. The weakness had occurred for several years. The patient had trouble walking long distances. The patient had problems starting on the left side of his body and with his nerve endings. The pump was explanted. The pump was used to deliver morphine. It is unclear if the explant was due to the above events. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.